Event description:
In 2008, a male underwent successful implantation of the xp1 single system dental implant in type I bone at site #19. Primary stability rating was noted as "good". Patient is a smoker. Five months later, the abutment was placed. No issues were noted. The following month, upon removal of the healing cap during restoration, the implant was noted to be "significantly loosened". One week late,, the implant was removed; site was grafted and immediate implantation of another implant (type not specified).

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1,2,3,4,5). In addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these include patient factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, systemic conditions such as diabetes, uncontrolled hypertension, etc. Patient habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. Evaluation of the returned device was performed. No anomalies were identified. In conclusion, the lack of osseointegration of this dental implant is due to patient factors, and is a well-documented and inherent risk of dental implants.